Event description:
Material # 309605. Batch # 4241623. It was reported that the bd syringe 10ml ll tip bulk convenience pak stopper was jammed / insecure. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. During compounding lot #20250131-8927f5 4 syringes were found to have deformed plunger. These are available for return. 01/31/2025. Pcc-25-017. Sterile syringe tray 10ml. 309605 / expiry 07/31/2029. Lot# 4241623. Deformed plunger=4. Additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? (B)(6) 2025. 2. Did the reported issue have any impact on the patient? No, n/a. Defected syringes will not be used. Will return for defect investigation. 3. Based on the information provided, a sample is available for evaluation. Kindly share the address of the facility for us to send a shipping label. Please return shipping label to qa personnel listed, via email:(B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Four samples and three photos were provided to our quality team for investigation. A visual inspection was performed. Two samples have the stopper insecure on the plunger rod, and two samples have the stopper distorted and jammed between the barrel and the plunger rod. Photos show one loose syringe has stopper insecure. The conditions observed are non-conforming per product specification. Potential root cause for the stoppers insecure/ distorted defect is associated with the assembly process. Furthermore, a device history record review was completed for provided batch number 4241623. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4241623 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.